Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's father stated customer had high blood glucose and insulin pump alarmed no delivery. The customer was hospitalized due to high blood glucose. The customer's blood glucose was over 460mg/dl. Customer stated the alarm was resolved by an infusion set change. Customer's blood glucose during hospitalization was over 477mg/dl. Customer had diabetes ketoacidosis and treated with a drip. Customer was wearing the insulin pump at the time of hospitalization. Advise to call back if issue persists.